Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed one event of power on reset dated (B)(6) 2013. On examination, the battery cap and the battery compartment are intact without damage. The battery cap was able to be secured to the pump properly and maintained an electrical connection. On testing, the pump powered on normally, however, did not have auditory alarm function. The battery cap was loosened and then tightened without loss of power. The pump was primed and then exercised for 24 hours with no power interruption occurring during the exercise. The pump¿s cover was removed for investigation. The internal compartment of the insulin pump revealed a cold solder connection on the auditory circuit contact.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. Additional information was unable to be obtained. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.